Event description:
Customer called to report the inulin pump alarmed for max delivery. Blood glucose reading was 368 mg/dl. The customer had high blood glucose and did not know why she was high in the morning. Customer has a bolux max exceeded alarm on the insulin pump. Assisted with changing the bolus settings in the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).